Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device powered off during operation without warning even when plugged in to main power. The pcu and lvp found tagged out with a 'post-it' note stating "I don't work, I'm shutting down spontaneously". The pump was turned on to check/confirm on most recently used profile(adult general) and to check the battery run time (approximately 5 hours). The electric cord was visually checked and is in tact, when plugged into power the plug icon on the pump lights up. This pump is due a battery change but there is no 'replace battery' alert showing on the pump screen when first turned on and the battery run time is approximately 5 hours. There was patient involvement but harm is unknown.

Event description:
It was reported that the device powered off during operation without warning even when plugged in to main power. The pcu and lvp found tagged out with a 'post-it' note stating "I don't work, I'm shutting down spontaneously". The pump was turned on to check/confirm on most recently used profile(adult general) and to check the battery run time (approximately 5 hours). The electric cord was visually checked and is in tact, when plugged into power the plug icon on the pump lights up. This pump is due a battery change but there is no 'replace battery' alert showing on the pump screen when first turned on and the battery run time is approximately 5 hours. There was patient involvement but no harm.

Manufacturer narrative:
Omit: concomitant med prod data, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, remedial action required, remedial action #, imdrf annex a, g, b, c and d codes. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd.

Event description:
It was reported that the device powered off during operation without warning even when plugged in to main power. The pcu and lvp found tagged out with a 'post-it' note stating "I don't work, I'm shutting down spontaneously". The pump was turned on to check/confirm on most recently used profile(adult general) and to check the battery run time (approximately 5 hours). The electric cord was visually checked and is in tact, when plugged into power the plug icon on the pump lights up. This pump is due a battery change but there is no 'replace battery' alert showing on the pump screen when first turned on and the battery run time is approximately 5 hours. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established, e2401 - insufficient information, f24 - insufficient information. A follow up report will be submitted once the failure investigation has been completed.